Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that patient felt discomfort during device pacing. While manipulating the lead during attempted revision, the lead pulled apart. Therefore, the lead was explanted and replaced.